Manufacturer narrative:
Estech received a customer call on (B)(6) 2012 directly from the hospital stating the cable was breaking. It was indicated the product had not been used. There was no mention of a previous event involving a pt. Estech issued a returned material authorization ((B)(4)) to the customer to have the product returned as a service request. Estech never received the device. As part of the investigation, the device history record was reviewed, the product was manufactured and shipped to customer in 2008. Our instructions for use recommend the device be inspected prior to use. For a frayed or broken cable, the instrument should not be used. Also, preventive maintenance is required at least on an annual frequency. The unit is over three years old. It appears the device may have failed due to wear and tear and/or lack of preventive maintenance.

Event description:
The arm consists of multiple pieces. The arm broke while being used on a pt, while the chest was opened. Broke apart in small pieces and fell into the chest. Pieces retrieved out and a chest x-ray done at the end of the case. X-ray cleared prior to sending pt to recovery. No pieces in pt per x-ray. Device usage problem: device failed (eg, broke, couldn't get it to work, or stopped working).